Manufacturer narrative:
The field service engineer checked the analyzer and determined that the filling height of the cuvettes was not within specification. He adjusted the filling height of the cuvettes and rinsed the tubes of the washing unit. The gear pump head, sipper needle, sipper tube, and pinch tube were replaced. Ise check was performed and was acceptable. The investigation dete rmined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c501 module. The sample initially resulted in a na value of 231 mmol/l and repeated as 142 mmol/l. It is not known if the questionable result was reported outside of the laboratory. The na electrode lot number and expiration date were requested, but not provided.